Manufacturer narrative:
Investigation conclusion: one sample was received. It came in the sealed packaging blister. A visual inspection was performed. One side of the barrel flange has burnt plastic; this is on the edge of the barrel flange. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: during the molding process it may occur that small particles of resin get trapped inside the molding tool. At certain moments, they are released creating the burnt plastic. Rationale: CAPA not required at this time.

Event description:
It was reported the bd syringe 60ml ll tip 1ml 2 oz in 1/4 oz was discolored and found prior to use. The following information was provided by the initial reporter: verbatim: "syringe has brownish discoloration in two locations: right side of outside syringe barrel and syringe tip end"